Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. According to the patient, on (B)(6) 2025, they experienced a skin reaction with scar, ¿hot iron mark¿ and sore. The reaction was treated with an oral and topical medication prescription by a general practitioner. The patient also used anti-bacterial, anti-fungal and steroid cream. No photo was provided. No other details were documented. No data was provided for evaluation. The allegation and the probable cause could not be determined. No additional event or patient information is available.